Event description:
Ous MDR - after an implantation period of approx. 47 months it was reported that the shock impedance values were higher than 150 ohm. The lead and the ICD were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. The battery status was found to be mol1 and22 charging cycles were documented in the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the ICD proved to be fully functional. The analysis of the memory content confirmed the clinical observation, however the data showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction.